Manufacturer narrative:
Concomitant medical products: vedr01, ipg, implanted: (B)(6) 2011 product event summary: the partial lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to abrasion while in vivo. The proximal lead conductor had blood present on it.

Event description:
It was reported that the lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.